Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was being explanted. During the explant procedure, the physician encountered difficulties with both the right atrial (ra) and right ventricular (rv) set screws. After several attempts at loosening the set screws, the physician was able to loosen them and the leads were removed from the header. The device was successfully explanted. There were no adverse patient effects reported.